Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to her feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient stated that the alleged meter issue began at approximately 9.26 pm on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining inaccurate high results of ¿143, 173 and 220¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. At an unknown time prior to the alleged meter issue the patient developed the symptoms of "nausea" and "shaky." The patient immediately self treated these symptoms with food and drink. Upon inquiry the patient was able to confirm that the reading prior to her symptoms was higher than normal at "260 mg/dl." She denied taking any treatment in response to this reading. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.